Event description:
User facility report ref no. (B)(4). It was reported that during a case, the agent, o2 and n2o values blanked out intermittently. There was no pt injury reported. A technician was dispatched and replaced the pato sensor. The technician tested the apollo after completing the repair and reported that all tests passed to draeger specifications. The machine has been returned to use.

Manufacturer narrative:
This report was filed in response to ufr (B)(4): the replaced pato sensor has been tested at mfg site and is working to specification. The error log of apollo and the error log of the gas measurement module have been analyzed. Every 5 mins during a case a set of all gas concentrations are logged by the apollo. This log includes the error log and the info log of the gas module which contains all related failure messages of the gas measuring system. Both logs show a command sequence sent from the apollo to restart the gas measurement module at two times on (B)(4) 2010: at 9:26 am and the second at 9:31 am. A restart means that directly no gas readings are available for nearly two minutes after this phase co2 and n20 are shown in reduced accuracy mode and after 4 mins the warm up phase ends with a zero procedure - taking another minute. If the zero is successful at first time all gas values are displayed in normal accuracy. This restart overall takes approx 5 minutes. No reason could be identified to explain what could have triggered apollo to send the 'restart' command. Possibly the use of cell phones or other electrical equipment might have disturbed the function of the apollo.